Event description:
Boston Scientific provided the following information: Shocks delivered for VF but got a FC1005. All shocks returned a > 125 ohm shock impedance. Failure to convert VF requiring emergent hospitalization. The lead was explanted.

Manufacturer narrative:
Combination Product: YES.The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.